Event description:
It was reported that pt states she has been having pain and instability in her left hip for almost two years. Pt says when she steps down on the left foot and transfers her weight to it, her hip feels like it is going to give way. She cannot walk normally up the stairs and can't put her weight on it. She has had eight weeks of physical therapy and multiple cortisone shots over the past two years. She states that she has difficulty walking and can walk only limited distances because the pain increases with distance. The pt has not visited her doctor since receiving the recall notification. The pt will schedule an appointment with her surgeon for follow-up and the appropriate testing.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.